Manufacturer narrative:
The device has not yet been made available for evaluation at this time. Should further information become available, a follow-up report will be issued.

Event description:
Provider alleges consumer fell backwards in the chair.

Event description:
Provider alleges consumer fell backwards in the chair.

Manufacturer narrative:
The device has been made available for evaluation by the field representative. Per rep evaluation, the flipping over of the unit had nothing to do with the design or any failure of the unit.